Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported that her trial lead had to be implanted through surgery (not in the clinic) because she 'couldn't take it'. Once the lead was implanted, the trial worked very well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.